Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded multiple atrial tachy response (atr) episodes of prolonged duration. Some of the electrograms (egms) associated with these events could not be retrieved by the healthcare professional (hcp). Technical services (ts) was requested to review the case, as the egms were necessary to determine whether the episodes represented true atrial fibrillation/atrial tachycardia (af/at) or were due to oversensing of noise artifacts previously reported for the associated right atrial (ra) lead. Upon review, ts explained that the missing egms could not be retrieved due to device memory saturation, as older episodes were automatically deleted to free memory space for new events. Based on the available stored egms, ts concluded that the patient experienced true af/at; however, these episodes were primarily undersensed due to suboptimal device programming. Subsequently, device reprogramming was recommended. The associated ra lead is a non boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.